Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in a zero volt discharge. Data logs were reviewed, finding nothing related to the customer complaint. However a transmitter error was found. The complaint of a low transmitter battery could not be confirmed. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.